Manufacturer narrative:
Date of event: unknown. Medical device brand name is shortened to bd microtainer®. Medical device type is unknown. Unknown manufacturer, bd corporate facility used. Unknown catalog number. Unknown expiration date. Unknown lot number. Unknown unique identifier number. Initial reporter first name is unknown. Initial reporter last name is unknown. Unknown manufacturing site, bd corporate facility used. PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported while using bd microtainers that there were platelet clumps requiring a vortex to be released.